Event description:
A surgeon reported an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The lens was exchanged with another lens model number. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail, a completed questionnaire has not been received. (B)(4).